Event description:
It was reported that during a surgical procedure at the user facility, the bur guard end of the core impaction drill was overheating. The procedure was completed successfully with no clinically insignificant delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the bur guard end of the core impaction drill was overheating. The procedure was completed successfully with no clinically insignificant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the bearings were corroded.